Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) field service engineer (fse) to inform that the erbe generator was displaying error c-35 during bipolar activation. The fse carried out a series of actions, including changing the power cable, the instruments and switching off the erbe, but the c-35 error was still present. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system and erbe generator functionality was checked upon powering on the system and the erbe was working normally at the start of the procedure. The system and erbe started up flawlessly. The procedure was completed robotically with the force triad generator due to the erbe failure. Patient and surgery information was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. The unit energized and cauterized and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was in decent condition.

Event description:
Refer to h11 for follow-up information.